Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. The patient underwent surgical intervention for a therapy upgrade and it was necessary to replace the lead. No additional adverse patient effects were reported. The lead is expected to return.

Manufacturer narrative:
The returned rv lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. The patient underwent surgical intervention for a therapy upgrade and it was necessary to replace the lead. No additional adverse patient effects were reported. The returned rv lead was analyzed.